Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.(B)(4) is being used to capture the additional intervention performed and captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had a vegetation due to listeria bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.